Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an induction test, this subcutaneous implantable cardioverter defibrillator (s-ICD) did not start to charge to deliver a shock for ventricular fibrillation (vf). An external shock had to be delivered to convert the patient out of vf. A review of the s-ICD data indicated the induce command was processed by the s-ICD on the same detected event where it had initiated charging for auto shock therapy. The induction timeout then expired which stopped therapy charging and did not reset detection. Detection and therapy were thus not available due to this command conflicting. A second induction test was performed successfully without any issue and the s-ICD remains in service. No additional adverse patient effects were reported.